Event description:
A portion of a vertical expandable prosthetic titanium rib-ii system (veptr-ii) was found broken inside a patient during a regularly scheduled lengthening procedure. The last revision, at which time the suspect s-hook and distal extension were implanted, was (B)(6) 2012. The broken portion of the system belonged to a rib to ilium veptr-ii construct for the left side. On (B)(6) 2013 the broken portions were replaced with a 50mm distal extension and 6.0mm parallel connector. There was an approximate 30 minute delay to the lengthening procedure. Procedure was successfully completed. This report is on an unknown distal extension. This report is 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Report is for an unknown distal extension. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Device was used for treatment not diagnosis.